Event description:
It was reported that (1) device was used during an ovarian cyst. It was reported by the affiliate that the pro46 bag deployed and the metal arm broke off and fell into the pt. The bag and metal arm were removed from the pt.